Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2018. It was reported that the patient began leaning to the left in (B)(6) 2018. The pump was replaced due to due to normal longevity. During the process of replacing the pump the doctor found a leak in the catheter. The catheter was repaired not replaced. The patient went home, and everything was fine. The patient was then sitting up straight. No further complications were reported.